Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging new or worsening asthma. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging new or worsening asthma. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a known good power supply and power cord, pil confirmed the device powers on and provides airflow. During airflow, pil observed a whiney noise coming from the motor blower. There were no errors logged. During the investigation, pil observed the top enclosure screws were observed to be missing from the device. An unknown contaminant was observed on the exterior of the device, top enclosure, front panel, rear panel, and iso port. A dust-like contaminant was observed on the exterior of the device, on the top enclosure, front panel, rear panel, iso port, blower, blower seal, blower box, and inside the inlet of the blower box. What appeared to be a dark liquid-type substance was observed on the top enclosure, front panel, rear panel, iso port, blower, inside the blower, blower seal, and blower box. A black dust-like contaminant was observed on the blower box. A tobacco odor was observed coming from the blower box. The bottom enclosure was observed to be missing the anti-skid pads. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower box. Pil observed what appeared to be a small insect carcass on the top enclosure. The keypad was observed to be missing the piece of plastic-like particle that covers the light from the pca board. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure used to make this determination. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was not able to address the symptoms specified. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown. Box d: device serviced by 3rdp? Device avail. For eval? Date returned is updated. Box h was updated in this report.